Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to front panel unit failure. In addition, corrosion was noted on the chassis. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the keyboard did not function. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was determined to be due to a failure of the front panel unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The clv-190's instruction manual contains the following related verbiage which could have prevented the phenomenon: ¿[3.1 precautions for installation and connection]. Use the light source only under the conditions described in ¿transportation, storage, and operating environments¿ on page 109 and, ¿specifications¿ on page 109 in the appendix. Improper performance compromised safety and/or equipment damage may result.¿ // ¿[7.2 storage]. Store the equipment at room temperature in the horizontal position in a clean, dry, and stable location.¿. Olympus will continue to monitor field performance for this device.